Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97714, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3776-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3776-60, serial# v026976011, implanted: 2007 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no significant anomaly. It was noted that the battery had reduced capacity due to overdischarge. The recharge interval/discharge rate test was performed on this device. The ins discharged from full charge to lock mode after 8 days, 13 hours, 15 minutes (205 hours, 15 minutes) which was less than the expected time of 9.36 to 11.44 days (10.4 days +/- 10%) based on previous measurements with known good devices. According to the trace report for this ins obtained at check-in, the over discharge count was 1. The faster than expected discharge rate of this ins is likely the result of the battery having reduced capacity from being previously over discharged in the field.

Event description:
It was reported that the patient had a revision to a new implantable neurostimulator (ins) the week prior to the report. The revision was completed because of a previous overdischarge and the recharge interval being too short.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted on 2014-(B)(6). It was noted that there were previous overdischarges. There was no patient death or injury and the patient recovered without sequelae. It was further reported that the therapy was great and the patient was doing well.